Manufacturer narrative:
Pump received with pump error 37 alarm during the rewind test due to moisture damage motor assembly. Unable to perform the displacement test, prime or seating test, basic occlusion test and occlusion test due to pump error 37 alarm.

Event description:
The customer reported via phone call that they insulin pump had rewind anomaly and motor anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the piston wasn't going down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.